Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient has felt better since the last 2 reprogramming appointments. Patient didn¿t want to change their programming. A rep had met with patient to reprogram, patient had been in contact with the rep and therapy was giving patient more relief. A different rep reprogrammed groups a <(>&<)> c. Patient stated that the relief was over 50% and didn¿t want to change any of the programming. This is the last time a rep has seen the patient. Reprogramming on different electrodes seem to give patient more relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), experienced no relief on any setting post-surgery. The patient indicated that their pain level remained the same as before the surgery, rating it between 8 and 10. It was noted that one of the wires had moved or pulled out slightly. During the trial phase, the device provided relief initially, but adjustments were needed when the effectiveness diminished. Despite attempts to increase stimulation in various groups, the patient did not experience relief. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance. The patient called patient services back on november 18, 2024 reporting they had notified the rep that the therapy was not helping the day after they first noticed it. The pt requested patient services provide the rep with the pt's new phone number so they can call the pt to assist them with reprogramming.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's permanent leads had not migrated or moved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.